Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 16 mmol/l (288 mg/dl). The pod was worn between 5 and 24 hours on the abdomen. Upon removal of the pod, the cannula was observed to be bent. Hyperglycemia treated with a new pod. Device was discarded.